Manufacturer narrative:
One cardiomems delivery system was returned without the tethered sensor. Visual inspection revealed the catheter was kinked on the physician proximal end due to added force. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the cardiomems implant, the sensor got stuck to the delivery catheter. A second access site was needed to push the sensor off the catheter. The sensor was successfully deployed and calibrated, two readings taken, low signal strength, but the waveforms appeared physiologic. Furthermore, the patient developed hemoptysis following the procedure and was transferred to an ICU and intubated. That same day, the patient was extubated and reported to be in stable condition.